Event description:
It was reported via literature that patients treated using cryoablation needles experienced adverse events in the one month following their respective cryoablation procedures. This retrospective study reviewed 187 patients who underwent percutaneous cryoablation (ca) for localized renal tumors between april 2013 and march 2022. Patients were treated at kyoto prefectural university of medicine, and were divided into two groups based on age; group 1 (less than 80 years, n = 135) and group 2 (greater than or equal to 80 years, n = 52).. Cryoablation was performed using the cryohit cryoablation system with 1.5-mm cryoprobes, either iceseed or icerod. The number of cryoprobes used was dependent on the tumor diameter. The study found that although the tumor diameter was significantly greater in group 2 than in group 1, there were no significant differences between the two groups in overall, cancer-specific, metastasis-free, and local recurrence-free survival. There were no significant differences in the complication rates or treatment-related decline in renal function between the two groups. In the one-month periprocedural period, patients experienced the following adverse events: pneumothorax (grade 1): 1.6%; (3/187) pleural effusion (grade 1): 1.1% (2/187); pleural effusion (grade 3): 0.5% (1/187); ureteral injury (grade 3): 0.5% (1/187); urinary tract infection (uti) (grade 1): 0.5% (1/187); hematoma (grade 1): 2.1% (4/187). No intervention was reported as a result of any of the reported adverse events. No further information was provided to boston scientific.

Manufacturer narrative:
B3 - date of event: the event date was estimated to the earliest known ca procedure reviewed for the study. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Miyazaki, s., fujihara, a., hongo, f., shiraishi, t., ueda, t., narukawa, t., ohashi, m., yoshikawa, t., hirota, t., yamada, k., & ukimura, o. (2025). Ten years of experience in percutaneous cryoablation for small renal masses in patients aged greater than or equal to 80 years. European journal of surgical oncology, 51, 109638. Https://doi.org/10.1016/j.ejso.2025.109638.

Manufacturer narrative:
Updated fields: h6 - patient codes: updated unspecified kidney or urinary problem (e1311) to unspecified tissue injury (e2015) to better capture the reported event of ureteral injury. B3 - date of event: the event date was estimated to the earliest known ca procedure reviewed for the study. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Miyazaki, s., fujihara, a., hongo, f., shiraishi, t., ueda, t., narukawa, t., ohashi, m., yoshikawa, t., hirota, t., yamada, k., & ukimura, o. (2025). Ten years of experience in percutaneous cryoablation for small renal masses in patients aged greater than or equal to 80 years. European journal of surgical oncology, 51, 109638. Https://doi.org/10.1016/j.ejso.2025.109638

Event description:
It was reported via literature that patients treated using cryoablation needles experienced adverse events in the one month following their respective cryoablation procedures. This retrospective study reviewed 187 patients who underwent percutaneous cryoablation (ca) for localized renal tumors between april 2013 and march 2022. Patients were treated at kyoto prefectural university of medicine, and were divided into two groups based on age; group 1 (less than 80 years, n = 135) and group 2 (greater than or equal to 80 years, n = 52).. Cryoablation was performed using the cryohit cryoablation system with 1.5-mm cryoprobes, either iceseed or icerod. The number of cryoprobes used was dependent on the tumor diameter. The study found that although the tumor diameter was significantly greater in group 2 than in group 1, there were no significant differences between the two groups in overall, cancer-specific, metastasis-free, and local recurrence-free survival. There were no significant differences in the complication rates or treatment-related decline in renal function between the two groups. In the one-month periprocedural period, patients experienced the following adverse events: pneumothorax (grade 1): 1.6%; (3/187) pleural effusion (grade 1): 1.1% (2/187); pleural effusion (grade 3): 0.5% (1/187); ureteral injury (grade 3): 0.5% (1/187); urinary tract infection (uti) (grade 1): 0.5% (1/187); hematoma (grade 1): 2.1% (4/187). No intervention was reported as a result of any of the reported adverse events. No further information was provided to boston scientific.